Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, both response button cover were missing and the front response buttons switch contacts were corroded. The cause of the inability to activate the monitor is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the defective monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the response buttons on a french patient's monitor were not activating the device. In addition, the distributor reported that the patient had developed wounds. The patient is reportedly a diabetic. The patient's living conditions were described as difficult and that he lives in a "precarious" apartment. Further details surrounding the reported wounds were not reported. It is unclear where the wounds are located and if the patient received any medical intervention.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, both response button cover were missing and the front response buttons switch contacts were corroded. The cause of the inability to activate the monitor is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the defective monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the response buttons on a french patient's monitor were not activating the device. In addition, the distributor reported that the patient had developed wounds. The patient is reportedly a diabetic. The patient's living conditions were described as difficult and that he lives in a "precarious" apartment. Further details surrounding the reported wounds were not reported. It is unclear where the wounds are located and if the patient received any medical intervention. Upon follow-up, it was reported that the wounds the patient had reported were not located under the lifevest. The wounds were reportedly on the patient's feet. The patient had an amputation. In addition, the patient had wounds on the stomach related to drug injections.